Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
The patient reported their blood glucose levels rose to 19 mmol/l (342 mg/dl) while wearing the pod for longer than 48 hours. After the patient took a shower, the reportedly noticed the pod was no longer attached to the skin and the cannula dislodged from the infusion site (hip/buttocks). The patient provided no further information on the treatment.